Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to a another meter - (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first started on (B)(6) 2016, 06:30am. No results were provided for this day. On (B)(6) 2016, 06:20pm it was claimed that the patient obtained an alleged inaccurate high result of in the 153mg/dl on the subject meter compared to 50mg/dl on the other device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The reporter claimed the patient manages his diabetes with insulin pump therapy and that he continued with his usual diabetes management routine as a result of the alleged product issue. The reporter stated that around 6 to 7 hours after the alleged product issue began the patient developed the symptom of lethargic. On (B)(6) 2016 06:20pm the patient was treated in ER by a health care professional with a glucagon injection. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to correct previously submitted and include information that was not previously submitted within follow up #1. Additionally, a device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.